Manufacturer narrative:
Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR reports: 1627487-2020-31807 and 1627487-2020-31808.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR reports: 1627487-2020-31807 and 1627487-2020-31808. It was reported the patient underwent surgical intervention and had the drg system explanted. The reason for removal of the patient's drg system was undetermined at this time.